Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6 )2013, to report that he had experienced sesnor deployment difficulties during which the applicator needle became detached from the applicator and the sensor wire broke off. Patient claims that the sensor wire was left protruding out of his skin which he proceeded to remove with his own fingers. At the time of his call to dexcom technical support, patient reported that he was feeling fine.